Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Author information: abdelmaseih, r. Et al. (2025). Ivus guided transfemoral stenting of lvad outflow graft obstruction - transforming cardiovascular care. Journal of the american college of cardiology, 85(12), 2918. Https://doi.org/10.1016/s0735-1097(25)03402-3. University of texas medical branch, galveston, tx, USA. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient experienced an intracranial hemorrhage. The patient presented with a supratherapeutic internalized normalized ratio (inr) of 7.8. The patient was noted to be unreliable when checking their labs. The patient reported to the hospital complaining of headache for the last 3 days. The patient also experienced nausea, vomiting, and migraines over those 3 days. The patient did not experience a stroke or any changes to their anticoagulation prior to the intracranial hemorrhage. The patient's inr goal was decreased as a result of the intracranial hemorrhage. The patient was given kcentra and fresh frozen plasma (ffp) prior to a hemicraniectomy, and the patients inr goal was reduced to 1.5-2.0. The patient's warfarin dose was decreased moving forward.